Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical technician at the user facility that during inspection before use, the evis exera ii xenon light source had no power/would not turn on. The technician requested the part number for the power supply inlet where the power cord is plugged in. No patient involvement was reported. The technician was informed that the equipment is discontinued and will not be returning for evaluation at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause could not be identified. Olympus will continue to monitor field performance for this device.